Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that upon additional follow up, rep was informed that the device was never explanted after all. The cause of ins being depleted and symptoms were unknown. The patient is no longer experiencing the aforementioned symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient thought their device made them feel like their skin was burning throughout their whole body and caused a lot of pain. They also claimed that the therapy caused lesions on the skin. The last time the patient turned the device on was either a few days or a week ago, but they could not recall. When the manufacturer representative arrived on site the healthcare provider (hcp) was wrapping the patient's lesions. The rep tried to interrogate the ins, but it was depleted. The patient was being scheduled for a device explant and would not be getting a replacement. No further complications were reported.